Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. The patient information was not provided. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
It was reported that the jetstream catheter advanced okay, "just wouldn't come back" rota glide was used. Once on the procedure table the jetstream device still couldn't be removed from the wire. The run time of the jetstream console was 7:23. There was no injury to the patient or complications.

Manufacturer narrative:
Additional information was received from the distributor on november 19, 2020 reporting that the device used in this event was a jetwire not a thruway wire as originally reported. Device evaluation: as received, the specimen consisted of one each unidentified jetwire gw xtra sup300-014; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented a ductile, tensile overload fracture of the core wire 2.50cm of the distal aspect of the proximal coil to core wire joint and a ductile tensile overload fracture with torsional loading of the distal coil wire with stretched coil wraps distal of the coil to core wire joint. The remaining joints appeared to be intact and correct. The specimen presented bends/kinks of varying severity and frequency scattered over the length of the device. The ptfe coated shaft presented regions of frayed and removed coating over the length of the coated region of the shaft with scratches to the exposed metallic core wire surface. The specimen also presented attached blue and white fibers, consistent with surgical drape material, wrapped around the shaft at kink damage located 174.1 to 174.3cm, 177.7 to 177.9cm and 225.6 to 226.0cm from the proximal aspect of the core wire fracture. The exact timing of the fracture cannot be ascertained, as there is no mention of the fracture in the complaint documentation; however, the distributor has reported that they believe the jetwire damage occurred due to the catheter's interaction with the guidewires distal tip. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the jetwire device instructions for use (dfu) warnings, prior to use, ensure that the guidewire size is compatible with the catheter or interventional device lumen. Do not advance, withdraw, or torque the guidewire against resistance as tip separation or breakage may occur. If the guidewire tip does not rotate freely, do not turn the wire 360 degrees in one direction. Additionally, the jetstream dfu states, during treatment, do not allow catheter tip within 10.0 cm of spring tip portion of the guidewire. Interaction between the catheter tip and this portion of the guidewire may cause damage to or detachment of the guidewire tip or complicate guidewire management, which could lead to injury to the patient. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. The patient information was not provided. If there is any further relevant information provided, a follow up medwatch report will be submitted.